Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device model is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Based on the similar cases with the same model, it is possible that the probe with cracks was broken by physical stress. The cracks could be developed from the scratches on the probe by output during the procedure. And the scratches were possibly made since the user activated output while contacting the probe with some hard objects. The instruction manual of sonosurg mentions warning and caution; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.

Event description:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this report is required on december 18th, 2015. During an unspecified procedure, the subject device was used. The probe of the subject device broke off outside the patient. There was no patient injury reported.